Manufacturer narrative:
Provided for blephartis. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 1 in the right eye(od) post treatment. The patient was seen again on (B)(6) 2018. The topical steroid dosage was increased. The surgery center noted the vision is good, comfort good and the patient had finished the topical drop regime it was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of vision fluctuates. The patient¿s comments were of vision was better vs day 1 and day 3 of post op visits. Patient reported the symptoms are not interfering with daily activities. At a post op treatment on (B)(6) 2018, the surgery center indicated the dlk symptoms were resolved on (B)(6) 2018 and the surgeon had diagnosed the patient to have blephartis the surgeon reviewed therapy for blepharis with patient. Bcva from (B)(6) 2018 right eye pre-op 20/20 -.25 x -.75 x 165 left eye pre-op 20/20 -.25 x -.75 x 5 this report is for the excimer laser equipment. A separate report will be submitted for the femto laser equipment.